Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an unknown drill bit broke off during kyphoplasty and lodged in t7. The drill bit is magnetic, so the patient cannot have a MRI scan.

Event description:
It was reported that an unknown drill bit broke off during kyphoplasty and lodged in t7. The drill bit is magnetic, so the patient cannot have a MRI scan.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation device evaluation unable to be completed as product was not returned and no photos were provided. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to unknown patient or operational factors. DHR review DHR review unable to be completed as product information is not known. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.